Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed incoming testing. Upon evaluation, components q1 and r1 on the pca inside of ECG 'a' were out of tolerance. The cause for the failure was isolated to the defective components. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.